Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. It was further reported that the patient experienced infection and the implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator (ipg).